Event description:
Medela 90003s-100 transfer lids for use with oral syringe connectors lot # (10) 0000747219 tethered lids pop off, this creates a bloodborne pathogen splash risk & human milk contamination/loss risk product issue notification form and product sent to materials management to send back to medela.